Manufacturer narrative:
The device was returned to our manufacturing facility and analyzed following our quality control procedure. Visual control: the returned product is clean, colorless liquid is present inside. No marks are visible on the body and no deposits are observed inside. The valve complies with its specifications. Functional control: we observed that flow of air and alcohol remains possible and the ball is not stuck on its seat. Therefore, the valve is still able to drain fluid, the situation faced by the user is not confirmed. The pressures can be adjusted in the state of return and after cleaning. All pressures measured fall within their specifications. Functional controls are conclusive. The returned valve meets its specifications, the situation faced by the user could not be reproduced. The valve is 100% controlled (pressure/flow characteristics, visual controls, etc.) During the manufacturing. A review of the fabrication record showed no anomalies. In addition, the patient presented two contra-indications of a csf derivation: infection and hemorrhage. The valve was also connected to a catheter made by another manufacturer, for which sophysa did not test the compatibility. These aspects could explain the situation faced by the user. The IFU of polaris describes the contra-indications of a csf derivation system and insist on the fact that the valve should only be used with devices manufactured by sophysa.

Event description:
On (B)(6) 2017, a (B)(6) male patient was implanted with a va derivation using a polaris valve, to treat a posthaemorrhagic hydrocephalus. The implantation was done after subarachnoid haemorrhage. Few days after the implantation, the surgeon tried to change the operating pressure of the valve but no change was observed in the size of the ventricle. Contrast radiography was performed and the physician observed that the contrast medium could not flow to the distal side of the valve, but observed a few drops of csf in the distal catheter. He indicates that the distal catheter used is manufactured by integra, despite sophysa's recommendations in the IFU to only use devices manufactured by sophysa for a derivation. The valve was explanted and replaced by the same valve model on (B)(6).

Event description:
On (B)(6) 2017, a (B)(6) year-old male patient was implanted with a va derivation using a polaris valve, to treat a post-haemorrhagic hydrocephalus. The implantation was done after subarachnoid haemorrhage. Few days after the implantation, the surgeon tried to change the operating pressure of the valve but no change was observed in the size of the ventricle. Contrast radiography was performed and the physician observed that the contrast medium could not flow to the distal side of the valve, but observed a few drops of csf in the distal catheter. He indicates that the distal catheter used is manufactured by integra, despite sophysa's recommendations in the IFU to only use devices manufactured by sophysa for a derivation. The valve was explanted and replaced by the same valve model on (B)(6).